Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that the coil failed to advance and prematurely deployed inside the catheter. The target location was located in the superior mesenteric artery. A 20mm x 40cm interlock-35 was selected for use in an embolization procedure. During the procedure, the coil failed to advance inside the catheter. While pushing back and forth, the interlocking arm of the coil unlocked from the interlocking arm of the pusher wire, and the coil became stretched. The coil was removed together with the catheter, and the procedure was completed with another of the same device. No blood flow was found in the false cavity after a total of 5 coils were used. No complications were reported, and the patient was stable post procedure. However, device analysis revealed that the arm of the coil was detached.

Manufacturer narrative:
Device eval by manufacturer: only the main coil was returned for evaluation. It was observed that the main coil was bent and stretched at the coil arm section. Moreover, the arm of the coil was detached. Functional testing could not be performed since only the main coil was returned. Dimensional inspection of the main coil confirmed the coil was within specifications.